Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on the retrieval bag access, the seal was damaged and disengaged of 2 trocars. New trocar was opened to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when the surgeon was introducing the retrieval bag into the trocar, the blue seal disengaged. New trocar was opened to complete the procedure. There was no patient injury.